Event description:
Caller reported a malfunction on the pump, identified specifically with malf 9, but it was successfully reset with no recurrence. Blood glucose level was within normal range at 500 mg/dl or below, so there was no adverse impact. Technical support assisted the caller in resetting the pump and instructed them to continue using it, advising to call back if the issue recurred. Caller acknowledged and understood these instructions.